Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient hasn't charged the device for months and he was not using the stim because it has proven ineffective and he was working with the hcp to have the device removed. No further complications were reported.